Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3889-28 , lot# va112jg, implanted: (B)(6) 2015, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient in response to follow-up reported that the wire went too deep into the spine. It was also stated that it moved into the spine too deep. This was the patient's response to what the cause of the event had been. The issue was reported to have been resolved. It was more than 2 inches deep in the patient's spine.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) was experiencing painful stimulation; the pt stated ¿extra power felt¿ from stim in the butt area started yesterday ((B)(6) 2016) but had gotten worse today. No falls/trauma related to the issue were reported. Thept was at 2.7v on program #3 and they decreased stim to 1.0v but stated they were still feeling pain in the buttocks area. The pt tried program #4 at 0.0v and they were still feeling the same sensation. The pt turned stim off and they still felt the pain sensation in buttocks. The onset of symptoms was reported to be sudden in nature. The pt later reported they were still getting the electrical shocks on the crevices of both their legs, back, and their butt cheeks. The pt confirmed their device was off, and was to follow up with their healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.